Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in bil lax experienced a failure to contain blood/medication. The following information was provided by the initial reporter: a syringe has a hole in the body (barrel).

Manufacturer narrative:
Investigation summary: photos received for investigation. Upon evaluation, a perforation and denting of the barrel was observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The dial where the assembly is made may be causing damage to the syringe, however there is a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being presented. Given the event of the leakage, corrective and preventative action was generated to follow up on all the failure modes identified and their respective action plan. CAPA 400567.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in bil lax experienced a failure to contain blood/medication. The following information was provided by the initial reporter: a syringe has a hole in the body (barrel).